Event description:
Reporter reports 3rd, 12th, and 13th pins are blackened while using the inform system. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.